Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found. The device was not returned.

Event description:
It was reported that the patient experienced impaired wound healing and pain at the incision site. The patient was given antibiotics and the device was removed. There have been no reports of further complications regarding this event.